Manufacturer narrative:
The combination of parts implanted in this case constitutes an off-label application of the devices.

Event description:
It was reported that revision surgery was performed in (B)(6) 2012 due to pain and elevated chromium and cobalt levels.